Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience continuous elevated blood glucose. Reportedly, customer discussed event with healthcare provider. Customer reverted to using an alternate method for insulin therapy.